Event description:
Summary: in a replacement procedure, an asynchronous pacing behavior was shown a while after the use of electrocautery. It was reported that the subject pacemaker was implanted on (B)(6) 2009 and was then replaced during the replacement procedure that occurred on (B)(6) 2018. During the replacement procedure, the patient¿s spontaneous rhythm was shown at 80 bpm (atrial fibrillation) and the pacemaker was programmed to operate at 40 min-1 in vvi mode. After electrocautery was used in unipolar configuration only for incising the subcutaneous pocket, the pacemaker was separated from the surrounding tissues in non-electrical ways. This time, the ECG was confirmed to be showing the patient¿s spontaneous rhythm. When the pacemaker was taken out of the subcutaneous pocket (with no metalic tools), approximately 5 minutes after the use of electrocautery, ventricular pacing pulses were observed on ECG. As the pacemaker was not expected to pace the ventricle since the spontaneous rhythm was at 80 bpm, the reply dr was interrogated for checking purposes; then, the egm showed that the pacemaker was performing ventricular pacing at 40 min-1 while there was only a flat baseline. After a while, the paceaker started ventricular sensing once the atrial and ventricular egm came to be properly shown. After being explanted from the patient¿s body, the pacemaker was returned from the hospital for analysis.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
In a replacement procedure, an asynchronous pacing behavior was shown a while after the use of electrocautery. It was reported that the subject pacemaker was implanted on (B)(6) 2009 and was then replaced during the replacement procedure that occurred on (B)(6) 2018. During the replacement procedure, the patient¿s spontaneous rhythm was shown at 80 bpm (atrial fibrillation) and the pacemaker was programmed to operate at 40 min-1 in vvi mode. After electrocautery was used in unipolar configuration only for incising the subcutaneous pocket, the pacemaker was separated from the surrounding tissues in non-electrical ways. This time, the ECG was confirmed to be showing the patient¿s spontaneus rhythm. When the pacemaker was taken out of the subcutaneous pocket (with no metalic tools), approximately 5 minutes after the use of electrocautery, ventricular pacing pulses were observed on ECG. As the pacemaker was not expected to pace the ventricle since the spontaneous rhythm was at 80 bpm, the reply dr was interrogated for checking purposes; then, the egm showed that the pacemaker was performing ventricular pacing at 40 min-1 while there was only a flat baseline. After a while, the paceaker started ventricular sensing once the atrial and ventricular egm came to be properly shown. After being explanted from the patient¿s body, the pacemaker was returned from the hospital for analysis.